Event description:
It was reported that customer experienced recurring cartridge alarm 20 on pump that did not occur during cartridge loading and prevented successful resumption of insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer and technical support attempted to resolve issue by loading new cartridge using proper technique, but alarm persisted, so pump replacement was arranged under warranty; customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, to program settings and connect continuous glucose monitor on replacement pump, and to return problematic pump using provided prepaid label.